Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device stopped halfway through the procedure. The I-blade jammed midway through the case. It would not retract back and the handle would not move. It activated initially, but then would not activate following I-blade jam. The I-blade did not move when the jaws were opened and closed. No messages displayed on the generator. No patient consequence reported.